Manufacturer narrative:
Ge healthcare product engineering performed a root cause investigation of this event. Analysis of the returned valves found evidence of damage and grease contamination on the valve surfaces. The root cause of the positive end expiratory pressure (peep) rise above 30 cmh2o was determined to be a combination of scavenging misuse and contamination of the relief valve which stuck closed, since both conditions needed to occur in order for the observed pressure rise above 30 cmh2o as described. The root cause of the elevated pressure was likely a combination of scavenging system user error and contamination of the relief valve.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing an over delivery of pressure to the patient circuit. There was no report of patient involvement.